Event description:
Customer claimed to have an allergic reaction while using sporox when pouring sporox into a tray that previously contained gluteraldehyde. She indicated that she had difficulty breathing, eyes burning, nose running and sinus headache type symptoms. She saw the resident ent who gave her a shot of dalone in each nostril. The symptoms resolved in approximately 1.5 hours. She also claims that she had a burning sensation on her hands when she handled a scope that had previously been disinfected with sporox.